Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a screen shot photo of a portion of the data file was provided for review. During review of the case file image there is a section that shows no ECG signal. The device was powered on, there were either no pads attached to the device or basic pads were attached to the device. There was an ECG cable connected as well. However, there was no "pads on" message that would indicate the defib pads were detecting a valid impedance. We are unable to see if the device is measuring any kind of impedance, and based on the image provided it cannot be determined what lead view was selected. Based on the information provided, no faults could be found. Analysis of reports of this type has not identified an increase in trend.